Event description:
It was reported that, "broach handle malfunctioned during broaching of a hemi (hip) arthroplasty. We had a secondary broach handle available. Did not slow case or cause patient harm."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.